Event description:
It was reported that during a percutaneous coronary intervention, a physician had difficulties retrieving an imaging catheter. The target lesion was 90% stenosed and calcified with moderate tortuosity in the mid left anterior descending artery (lad) area. A guidewire and guidecatheter were used to access the lesion via femoral approach. The area being treated was pre-dilated with a balloon catheter and a stent was implanted and post-dilated. Following stent dilation, the intravascular ultrasound (ivus) was performed. During removal of the ivus catheter, the physician experienced difficulties removing the imaging catheter. The physician then removed the imaging core by detaching the proximal sheath from the male and female luer connectors. A guidewire was inserted into the distal sheath assembly; however, the release attempt was unsuccessful. A balloon catheter was inserted along the guidewire and imaging catheter; therefore, allowing the distal sheath assembly to be released from the stent. The patient was reported to be in good condition.